Manufacturer narrative:
The report was created to capture the post procedure complications. The information was received from the article: patel et al. Return of visual function after bilateral visual loss following flow diversion embolization of a giant ophthalmic aneurysm due to both reduction in mass effect and reduction in aneurysm pulsation. J neurointervent surg 2015;7:e1. (Http://jnis.bmj.com/content/7/1/e1.long). The lot history record review was not possible as the lot number was not provided. The device will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Information received from the article: patel et al. Return of visual function after bilateral visual loss following flow diversion embolization of a giant ophthalmic aneurysm due to both reduction in mass effect and reduction in aneurysm pulsation. J neurointervent surg 2015;7:e1. (Http://jnis.bmj.com/content/7/1/e1.long). Medtronic (covidien) received information through literature review regarding a manufactured product and adverse events. Treatment of a giant aneurysm located in the ophthalmic segment of the left ica (internal carotid artery). The patient presented neurologically intact except for 20/30 vision in the right eye and could count fingers in the left eye. The patient had an uncomplicated pipeline treatment that was followed by coil embolization. Immediately post procedure, the patient was reported to have decreased vision in both eyes. Three months later, the patient could only count fingers at 60cm in her right eye and 30 cm in her left eye. She demonstrated left apd (afferent pupillary defect) with stable nerve fiber layers since the previous visit. Repeat MRI (magnetic resonance imaging) demonstrated an increase in aneurysm size. Internally, the appearance of the aneurysm was consistent with thrombosis. At 6 months, the patient had further visual deterioration. At 8 months, the patient noted partial visual improvement (20/60). At 15 months, the patient returned with marked subjective visual improvement in both eyes (best corrected vision 20/20, 20/40. The patient recovered to full color vision but no color vision. MRI was repeated and revealed internal thrombosis with a decrease in aneurysm volume to baseline size and absence of pulsations. There was persistent mass effect on the optic apparatus, but this was decreased from the initial follow-up examination.